Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 lead implanted: (B)(6) 2005, 5076 lead implanted: (B)(6) 2005, (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the device reached elective replacement indicator (eri) unexpectedly. The device was explanted and replaced. During the device replacement, it was determined that the left ventricular (lv) lead had dislodged at some point, and was now in the right atrium. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.